Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to external and internal insulation abrasion was noted at 7.4-11.6cm from the lead tip. The etfe coating was intact at this location.

Event description:
It was reported that when the lead was explanted due to infection from a more recent procedure, an externalized conductor was observed. The lead displayed no electrical anomalies prior to extraction.